Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide this information. Technical support took action by arranging for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.